Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A visual inspection revealed that the sutures were returned with no device. In the package it appears to have two separate sutures each containing two anchors. Both sutures slip knots have been tightened down against the t2 anchor. No knicks, cuts, or frays. A functional evaluation could not be performed on the device as the device wasn't returned and the sutures were tightened to the anchors. A review of the instructions for use found: read these instructions completely prior to use. The fast-fix 360 meniscal repair system is an all-inside meniscal repair device. Each device includes two non-absorbable polymer implants, pretied with #2-0 non-absorbable suture and preloaded into a needle delivery system. A review of risk management files found that the reported failure was documented appropriately. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during a surgery, when the device was used, the surgeon found that it was connected to two sutures and four implants within one ff360. One t1 and one t2 were successfully deployed in the patient. Another t1 and t2 came out of the patient's body together with the suture. All the anchors were removed form the patient and the procedure was successfully completed without delay using a back up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.